Manufacturer narrative:
Product evaluation: there were seven (7) cartridges identifiable to this lot returned in opened pouches that had been taped closed. An inadequate amount of viscoelastic was observed in each of the cartridges. Two cartridges had extreme damage in the nozzle extending into the tip. The other cartridges had stress lines which may have been interpreted as the reported complaint of ¿cartridges cracked¿. Two of the cartridges had posterior aneurysms. The cartridges have evidence that they were placed into a handpiece. Two additional cartridges were returned in opened iol pouches, and three loose cartridges were returned with these samples. All samples had evidence of inadequate viscoelastic, varying degrees of nozzle and tip stress. Some samples were cracked and split beginning in the nozzle thick wall cone area and extended into the thinner tip area. Some samples had posterior aneurysms. All samples had evidence of being placed into a handpiece. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results with each cartridge. Product history records were reviewed and documentation indicated the product met release criteria. The associated lenses and handpieces used with these cartridges are unknown. It is unknown if qualified products were used. A qualified viscoelastic was indicated. Root cause: the used cartridges were evaluated. Extreme cartridge damage was observed with some of these returned samples. Other samples had stress lines and tip aneurysms that may have been interpreted as the reported complaint. The root cause for the reported complaint was determined to be most likely related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the returned cartridges. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage may occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple instances of cracked cartridges. Additional information was requested.